Event description:
Patient reported vios nebulizer broke down sometimes in (B)(6) 2025 and stopped vaporizing and delivering medication. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.